Event description:
It was reported that the patient had a ventricular tachycardia non-ischemic procedure on (B)(6) 2013. The procedure was completed without any patient consequence. It was reported on (B)(6) 2013 that the patient expired while at the hospital. Additional information was requested however no additional information was provided.

Manufacturer narrative:
(B)(4).